Event description:
The recipient is reportedly experiencing decreased performance. Revision surgery will be scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed at the fantail prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection confirmed damaged electrode wires at the fantail. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some electrical tests from being performed. The device passed the electrical and mechanical tests performed. The scanning electron microscopy analysis revealed no additional anomalies observed aside from the damaged wires near the case that were caused during revision surgery. The reported complaint of reduced sound quality and poor speech clarity could not be verified during this analysis, which was limited in some respects due to the electrode being severed prior to receipt. The device passed all of the electrical tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections b.3, d.7, & d.10. The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.